Manufacturer narrative:
Pump received with flashing medtronic logo due to severely corroded pcb1 and pcb2 board. No blank display noted during testing. Unable to perform self-test, active current measurement and sleep current measurement test due to flashing medtronic logo. Unable to download or verify unresponsive keypad due to flashing medtronic logo. Moisture damage noted on keypad traces. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded motor home switch, corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked case at the battery tube, peeling serial number label, cracked keypad overlay. No blank display noted during testing. Flashing medtronic logo noted due to moisture damage on the electronic stack and motor assemblies. Unable to verify unresponsive keypad due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to moisture, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported that pump was exposed to moisture, buttons were not responding and had blank display. Battery cap contacts and battery compartment and/or springs were not damaged. Display did not return after pump restart. Instructed the customer to revert to backup plan per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.